Event description:
It was reported that the iab was inserted in a pt who was post CABG. Due to leg ischemia, the iab was removed. It was noticed upon removal that there was blood in the iab membrane. Another iab was placed in the pt's other leg and pumping resumed. There was no pt complications.